Event description:
The 10fr gastric feeding tube placed. After a nurse tried to pull guide wire, the green cap on the end of the wire came off on the first pull. The wire itself would not dislodge from the tube even after putting fluid in the side port to activate lube, and using kelly clamp to pull wire. Feeding tube had to be pulled out and replaced with another. So customer had to have another feeding tube placed and get another x-ray exposure. Unfortunately, this feeding tube was discarded by the nurse and is not available for return. A different nurse placed the next feeding tube, wire was checked prior to placing and was free. After placement again when wire was attempted to be removed, the green cap came off on the first pull (wire was barely pulled on) the wire cut nurse's glove and finger. Again, the wire was stuck, much manipulation, pulling with kelly clamp, much water to side port to loosen wire. Finally released. The nurse indicated that they have never had a wire cap come off before, and never had this difficulty with the wire coming out. This feeding tube was saved and is available for inspection upon request.